Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "cyst and silicone extravasation." Photo analysis: visual analysis of the photographs identified: ¿ cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side no complaint. Healthcare professional later reported cyst and silicone extravasation (gel bleed). Device has been explanted and replaced.